Event description:
The customer reported problems with two sensors. The customer stated that the needle appeared to be detaching from the base. Advised the customer that the sensors would be replaced. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected two opened sensors and performed a visual inspection. Found the cannulas separating from the tip of the introducer needles. Unable to confirm the customer received the product in said condition due to the product being returned opened.